Manufacturer narrative:
Device evaluated by manufacturer: promus premier us mr 2.25x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 234 mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shat polymer extrusion found no issues. A visual and microscopic examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified ramus artery. A 2.25x16mm promus premier stent was advanced to treat the lesion. However, the device failed to cross and it was noted that the shaft broke at about 100cm from the hub. The device was completely removed. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified ramus artery. A 2.25x16mm promus premier¿ stent was advanced to treat the lesion. However, the device failed to cross and it was noted that the shaft broke at about 100cm from the hub. The device was completely removed. No patient complications were reported and the patient was discharged.